Event description:
A malfunction alarm was reported, identified as malf 3, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the customer's pump to be replaced and provided instructions for storing and returning the defective pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.